Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video and images were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation in a femoral vein using a denali filter. During the procedure, the filter did not self-expand. It was further reported that the filter migrated to the heart in the right ventricle. The filter was removed using a snare loop catheter. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Three fluoroscopic images and one video was provided and reviewed. The xray provided demonstrates a denali filter that is lodged in the right heart. There appears to be a sheath in the image. The barbed struts of the filter are not expanded. The first two images show the deployed filter in the inferior vena cava. The barbed legs of the filter are not deployed(crossed) with the deployment mechanism in the images. The video is a contrast video with a catheter in the inferior vena cava demonstrating the embolized filter in the right pulmonary artery. Therefore, the investigation is confirmed for the reported activation failure including expansion failures as crossed limbs upon deployment and also the investigation is confirmed for the reported migration as filter embolized in the right pulmonary artery. A definitive root cause for the reported activation failure including expansion failures and migration issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation in femoral vein using a denali filter. During the procedure, the filter did not self expand. It was further reported that the filter migrated to heart in the right ventricle. The filter was removed using snare loop catheter. However, the current status of patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one denali filter. Upon visual evaluation, sample appeared to be clean. Filter limbs were present, and two filter legs were noted to be crossed. No other anomalies were observed. Three fluoroscopic images and one video was provided and reviewed. The xray provided demonstrates a denali filter that is lodged in the right heart. There appears to be a sheath in the image. The barbed struts of the filter are not expanded. The first two images show the deployed filter in the inferior vena cava. The barbed legs of the filter are not deployed(crossed) with the deployment mechanism in the images. The video is a contrast video with a catheter in the inferior vena cava demonstrating the embolized filter in the right pulmonary artery. Based on the image review the investigation is confirmed for the reported activation failure including expansion failures as filter legs were noted to be crossed and also the investigation is confirmed for the reported migration as filter was embolized in the right pulmonary artery. A definitive root cause for the reported activation failure including expansion failures and migration issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation in femoral vein using a denali filter. During the procedure, the filter did not self expand. It was further reported that the filter migrated to heart in the right ventricle. The filter was removed using snare loop catheter. However, the current status of patient is unknown.